Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced abscess, mesh failure, infection, fistula, and adhesions of liver to the mesh. Post-operative patient treatment included revision surgery, incision and drainage of abscess, and colon and mesh removal.